Event description:
Article entitled "stress fracture of femoral stem of hip resurfacing a cause of sudden onset hip pain- a case report and review of literature" written by das h, minhas t and rambani r. Published by j clin orthop trauma on july 30, 2021 was reviewed. Article reports a case of metal peg dissociation from the metal head which was not visible on plain radiograph. 45-year-old female was implanted with an asr resurfacing in 2006 (left hip). In 2015 she experienced sudden pain while walking. She felt her left leg to be shorter than the right. Cr level was marginally above normal, but co was within normal limits. Patient underwent a revision 4 months after the initial onset for a fractured stem of the femoral component (at the junction of the dome). The acetabular cup was noted to be well fixed.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The size of the article is too large to attach/submit with the 3500a submission. The citation of the article has been provided below: "stress fracture of femoral stem of hip resurfacing a cause of sudden onset hip pain- a case report and review of literature" written by das h, minhas t and rambani r. Published by j clin orthop trauma on july 30, 2021 was reviewed. Investigation summary = no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.